Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was unable to boot up beyond a black screen with white courser blinking in corner. It was determined that a new computer in addition to the new 2.0 os hard driver were needed to resolve this issue. Upon replacement of both parts the system is functioning as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the representative (rep) was notified by the site that when they power on the system, it noted that the system got to the medtronic logo screen but then went right into no video input. Technical services had the rep check the video cables to and from the monitor to the computer, display modes for the monitors and then possibly re seeding the ssd. Another stealth was grabbed for the case. Troubleshooting was performed, the rep called back after switching the ssd and nothing else plugged in on the system besides a keyboard, it was booting up to the company splash screen then saying "an issue occurred upon start up, system to reboot in 30 seconds, if not please contact tech support. The rep was going to try a different ssd. Troubleshooting was performed to address the issue. Additionally, it was stated that the issue was going to be resolve with a new computer. A computer hardware/software failure contributed to the issue. Discovered outside of a case with no patient present.

Manufacturer narrative:
H6: correction: fdr code for previously reported work order: c13 instead of c07 d10: additional information: lot number of concomitant product (9735999): s5jane0mb02272a h3, h6: the ssd was returned to medtronic for analysis. Testing was conducted and the issue was unable to be reproduced. There were no failures found. Fdm b01, fdr c19, and fdc d14 are applicable to the ssd analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product # 9735764, lot # unknown. H3: analysis confirmed intermittent video output to the dvi port. When the video out was functioning there was intermittent mouse function freezing. The burn-in test would not complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: information references the main component of the system. Other relevant device(s) are: product ID: 9735999, serial/lot : unknown product ID: 9735764, serial/lot : unknown *correction: concomitant products were not included with initial report* h3, h6: the computer was returned for product analysis. Product analysis is still in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.